Manufacturer narrative:
The customer has been presented with the cost estimate to repair the iabp unit. Repairs are pending approval. A supplemental report will be submitted if additional information is provided.

Event description:
It was reported that during a routine check, the cs300 intra- aortic balloon pump (iabp) unit displayed electrical failure code #52. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse checked and suspected the problem to be with the front end pcba and the pressure transducer. The fse cross checked with both and found the electrical code #52 to be shorted out, but still the shuttling was not performed by the unit. The fse then suspected the problem to be with the mainboard, solenoid driver board and drive manifold. The fse then checked and found the problem to be with the pcb, iabp main board. There was also a new electrical failure code #117. The fse replaced the front -end board and confirmed that both the spares needed to be replaced. The fse then checked and in order to solve the issue, the fse replaced the iabp main board and iabp front end module which rectified the reported issue. All necessary parameters were checked and found ok. The unit was then handed over to the customer in good working condition.

Event description:
N/a

Manufacturer narrative:
Type of investigation not yet determined: the customer has been presented with the cost estimate to repair the iabp unit. Repairs are pending approval. A supplemental report will be submitted if additional information is provided.

Event description:
It was reported that during a routine check, the cs300 intra- aortic balloon pump (iabp) unit displayed electrical failure code #52. There was no patient involvement, and no adverse event reported.